Event description:
Related manufacturer report number: 3006705815-2021-06008. It was reported the patient's lead had migrated. The issue was confirmed via fluoroscopy. The patient did not lose therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. During the procedure, it was noted that the lead was damaged. It is unknown which lead had migrated, so both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: sections d2, d4, d6a, g3, and h4 have been updated to reflect the correct device information. These corrections are reflected in this additional report 1.